Manufacturer narrative:
This report is based solely on the customer reported issue. An incident questionnaire was sent to the customer requesting additional information and it has not been returned. A DHR review of the reported serial number found no indication that there were any relevant discrepancies during manufacture of the device and no non-conformance that could have caused or contributed to the reported issue. The instructions for use state, the lifetime of sechrist air/oxygen mixers is 20 years provided they are overhauled using sechrist supplied components and sechrist certified technicians once every 2 years. Based on the age of the device, it appears the device has outlived it's useful life. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Female patient ((B)(6)) had covid and was on ECMO machine for 5 - 8 weeks prior to incident. Hospital felt the patient wasn't getting oxygenated properly so they pulled post-oxygenator rates and found range to be @ 50. Hospital changed oxygenators and there was no change to the patient. Hospital then switched to an e tank and then re-tested post oxygenator, found range to be around 400. Hospital changed out the mixer and range then tested at 300. Hospital withdrew care 3 days post incident. Patient died after care was withdrawn.